Event description:
It was reported a venogram showed lv (left ventricular) and rv (right ventricular) occlusion. Oversensing was also indicated. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable tachy lead it was reported a venogram showed lv (left ventricular) and rv (right ventricular) occlusion. Oversensing was also indicated. The lead was capped and replaced. No patient complications were reported as a result of this event. No conclusion can be drawn oversensing.